Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, this patient underwent planned endovascular treatment for a right common iliac artery aneurysm (rciaa) and was implanted with gore® excluder® aaa endoprosthesis devices and gore® excluder® iliac branch endoprosthesis (ibe) devices. Pre-procedure computed tomography angiography (cta) performed on (B)(6) 2025, determined the maximum diameter of the abdominal aorta measured 22mm with a maximum diameter proximal landing zone of 19.3mm. The maximum diameter of the right common iliac artery measured 40mm and the maximum diameter of the left common iliac artery measured 22mm. Successful access, delivery, and accurate deployment of the devices to their intended location, and retrieval of the delivery system was reported. There were no corrective procedure(s) or complications related to the device, procedure, or withdrawal of the delivery system. The patient tolerated the procedure and was discharged to home (self-care) on (B)(6) 2026. On (B)(6) 2026, follow-up computed tomography angiography (cta) was performed and the site reports the maximum diameter of the abdominal aorta measured 21mm, the maximum diameter of the rcia measured 43mm, and the maximum diameter of the lcia measured 23mm. Additionally, the site reports a type ii endoleak. There are no adverse events or device deficiencies reported by the site. On (B)(6) 2026, gore imaging services (gis) reviewed the cta performed on (B)(6) 2026, and determined an indeterminate endoleak and infolding/compression of the gore® excluder® iliac branch component in the rcia. No reintervention has occurred or is planned for the patient.